Event description:
A malfunction alarm occurred, identified by malfunction code malf 0, but there were no notable events reported prior to this. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset and the customer was advised to continue using the pump and to call back if any issues arise again.